Manufacturer narrative:
Device passed the displacement test, idle current test, run current test, self test and off no power test. Device received with normal operating currents. No unexpected battery power loss and off no power alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had off no power alert with out low battery alert. The customer¿s blood glucose level was 287 mg/dl at the time of the incident. Customer states the contacts on the battery cap was not loose, cracked or damaged. Customer states the battery was not previously used. Customer states this was the second occurrence of off no power without a low battery warning. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.